Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred at the end of a routine hemodialysis treatment which could not be resolved. The patient is reported to move around during treatment due to discomfort. Rinseback of the patient's blood was not completed, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. A direct correlation between nxstage system one and the reported blood loss cannot be established. The exact cause of the arterial air alarm cannot be determined, however, it may be a result of the patient's access, which is reported as not optimal. Facility staff have been notified and will evaluate the patient's access and heparin dosing. Additional training will be provided regarding air recovery and rinseback. Nxstage medical considers this report closed. No additional information will be provided.